Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a poor communication screen on the patient programmer. The patient had a hard time communicating, it was noted that they needed a new antenna. The patient was able to communicate with the recharger. It was noted that on a friday it was time to recharger and they charged the stimulator. The patient did have an antenna. It was confirmed that the antenna was secure and sync the stimulator. This did not resolve the issue. The patient was unable to troubleshoot with the patient programmer. The patient programmer would not adjust with the antenna attached. It was noted that the following antenna use was reviewed, unplug the antenna, that patient programmer directly over the stimulator on the skin, this resolved the issue. They were unable to troubleshoot with the patient programmer. It was noted that the patient programmer would adjust without antenna attached. The patient programmer was not functioning during the call. The event occurred on (B)(6) 2015. It was reported that there was a loss of stimulation. They could barely feel stimulation. This occurred on (B)(6) 2015. The patient programmer screen would not turn on. The patient tried batteries from another device and the patient programmer would still not turn on. The patient programmer turned on and beeped but the icons showed for 1 second on then the screen went blank. The patient had not been dropped or wet. This occurred on (B)(6) 2015. The patient did not do telemetry with antenna and had intermittent power on issues. On (B)(6) 2015 it was noted that the patient received her new programmer but they were not sent an antenna.

Event description:
The patient received her new patient programmer but the old antenna was not working with the new programmer. The antenna device was not returned, c500.